Event description:
Healthcare professional and patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-18183. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flaw opening. As per the investigation procedure crease fold, wear abrasion and a stress mark was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.